Manufacturer narrative:
Testing and investigation found the device did not power on with ac or dc power but was not hot to touch. However, during testing, burnt components on the middle pwa were noted. The positive battery contact on the middle pwa was also corroded. The probable cause for the burnt components and customer complaint was due to corrosion from battery leakage. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device would not turn on using batteries or power cord and the device was hot to touch. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During verification testing at the service ctr,burnt components and corrosion from battery leakage was noted. No add'l info was provided.